Event description:
The MFR received info from a third party service center alleging a ventilator was alarming. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the third party service center, a "service required" code was observed in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue.